Manufacturer narrative:
Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was inoperable. Surgical intervention occurred during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.